Event description:
Reporter alleged at 3:30 am he was experiencing hypoglycemic symptoms and self treated with one glucose tablet. Reporter stated at about 3:30 am, a relative called the ambulance and paramedics arrived about 5 minutes later. Reportedly the paramedics tested with the reporter's advantage system and obtained a result of 130 mg/dl which was compared with a result of 20 mg/dl on the paramedics system. Reporter indicated he was not certain whether the paramedic gave him any treatment, however, he was transported to the hosp around 4 am. It was stated the reporter was treated with an IV, contents and amount unknown, where he remained hospitalized for two days prior to his release. No other actions were reportedly taken or treatment rec'd. A request was made for the return of the subject device and replacement product was sent.